Manufacturer narrative:
The extension has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
Following implant of a new implantable neurostimulator (ins), impedance measurements were still very high. The patient was scheduled for a lead revision. During intraoperative testing, all contacts were 10,000 ohms. The extension was replaced. The physician suspected that the extension was "bad" at the time that it was implanted.